Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging an issue with air bubbles in the insulin cartridges. The reporter stated this issue was present in greater than 5 cartridges. The reporter was not able to troubleshoot the product with animas customer technical support at the time the call was received. Several attempts by customer technical support to contact the reporter in follow up were unsuccessful. There was no indication that the reported issue caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.